Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 to reposition the electrode array, subsequent to a reported partial electrode migration. The implanted device remains.